Event description:
In late 2005, the patient reported his pain control was stable, but his pain got worse about 2 weeks after the pump was filled. In early 2006, the patient reported on 3 or 4 occasions his pump would run for about 30 days, and then it seemed like it shut off for 4 or 5 days. He would go through withdrawal (pain became much more intense horrific leg spasms, nausea vomiting, and sweating). After a 4 or 5 days period, the pain got better and the symptoms improved. An abdominal x-ray at the end of the month, showed: "the intrathecal pump projecting over the right lower quadrant. Catheter projects over lumbar spine. Catheter coiled over l1 and l2 vertebral bodies." The thoracic spine x-ray showed: "pump catheter entering spinal canal at l4 level and is coiled within the spinal canal. Top of loop is at superior end plate of l1 vertebral body." On the following month, the patient continued to have low back pain radiating down both lower extremities; right > left. In the same month, a cisternography was done to check pump patency; it suggested the catheter was plugged and the patient may need a new pump. The catheter was fractured (2 little nicks) between the flange that holds the catheter to the fascia, and the entry point into the fascia. Csf could not be aspirated through the catheter, but csf was freely flowing out of the fracture. The pump and catheter were replaced. The post-operative diagnosis was "battery depletion programmable pump" and "catheter fracture".